Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports being in the hospital intensive care unit. No treatment information has been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Manufacturer narrative:
B5 - describe event or problem: changed from it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports being in the hospital intensive care unit. No treatment information has been provided. To: it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports being in the hospital intensive care unit. It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports having dizziness, dehydration, nausea and a headache. Once at the hospital. The patient was placed in the intensive care unit. The patient was treated with intravenous fluids as well as an insulin drip. The patient was in the hospital for 4 days. H6 - adverse event problem. Added health effect - clinical code. E0112 dizziness. E1201 dehydration, e1020 nausea, e0116 headache.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports being in the hospital intensive care unit. It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports having dizziness, dehydration, nausea and a headache. Once at the hospital. The patient was placed in the intensive care unit. The patient was treated with intravenous fluids as well as an insulin drip. The patient was in the hospital for 4 days.